Manufacturer narrative:
The subject device was received and evaluated. Inspection found leaking on the insertion tube. Peeling, ruptured at boot of the insertion tube was observed. In addition, peeling on ¿a-rubber¿ glue was observed and scratches at distal end plastic cover were also determined. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, leak at the sheath was found during an unspecified procedure. There was no patient injury or harm reported due to the event. No user injury reported. Device evaluation found peeling, ruptured at boot of the insertion tube .

Event description:
Customer response/updates on problem reported : the issue occurred after the beginning of a bronchoscopy procedure. The subject device was replaced to continue the case. The intended procedure was completed. The model and serial number used to complete the case is not available, no further information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response/ updates. The following sections were updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the following information, it was presumed that the event was caused by physical stress / chemical stress / storage environment, etc. Users can detect the suggested event properly by handling the device in accordance with the following IFU (instruction for use). Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor complaints for this device.